Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a communication issue could not be conclusively determined.

Event description:
During a dual procedure for af, the procedure was not completed. It was noted that the cool point pump remained at 13 ml/min after the lesion. In order to resolve the issue, another lesion was performed, which stopped the cool point pump, and then when another lesion was performed with the catheter, the pump started functioning again. The issue occurred multiple times throughout the procedure. Additionally, it was noted that after another lesion, the message "pedal depressed" was displayed, even though the physician's foot was not on it. After this, energy was switched from rf to pfa to perform the next lesion. The procedure was not completed successfully. There were no adverse consequences to the patient.